Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve, anxiety, pain, urinary issues '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A review of the following: review of complaint history, review of device history record, review of mi, review of qc, review of specifications. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to pe. Plaintiff alleges attempted retrieval on (B)(6) 2013. Plaintiff is alleging device is unable to be retrieved, anxiety, pain urinary issues. Additional information provided determined that this device was manufactured by cook inc.